Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for distal radius fracture. During the k-wire insertion to fix temporary, the k-wire interfered with the plate. The surgeon tried few times, but he couldn¿t insert the k-wire successfully. The surgeon changed the plate to a new plate and the surgery was completed successfully within thirty (30) minutes delay. After the surgery, the surgeon confirmed that the k-wire could pass through the plate successfully, but the plate had a drilled mark and it lead the k-wire to the wrong direction when he inserted the k-wire at some angle or the k-wire had bent. Finally, the surgeon thought that during the k-wire insertion, he inserted the k-wire with the bent state, and it caused the drilled mark. Patient outcome is reported as stable. No further information is available. Concomitant device reported: k-wire (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4mm ti va-lcp 2-clmn vlr dst rad pl 6h hd/2h shaft/lt-ster. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: only the plate was received for investigation.there are multiple mechanical damages visible at the plate's surface. Moreover, there is mark visible at the hole k2. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: result: pass. Feature: hole k4 (according drawing). Result: pass. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the reported complaint condition of "the plate had a drilled mark" can be confirmed based on the condition of the returned device. On the other hand the condition of "couldn¿t insert the k-wire" could not be confirmed as the involved k-wire was not sent back for investigation. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Based on the provided information it is likely that a handling error did lead to misalignment. The misalignment issue can be also confirmed by the mark next to the hole k2, which indicates that the k-wire did hit the plate. During the performed investigation no manufacturing related issue could be detected, the nail was manufactured according to the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 04.111.621s. Lot number: 33p4034. Manufacturing site: mezzovico. Release to warehouse date: jan 06, 2020. Expiry date: jan 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.